Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that drawer 2.1 pocket b5 had failed to open. A field service engineer (fse) assisted the customer with recovery of failed storage space. The customer verified functionality by performing an inventory test. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware was failed and drawer also failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.